Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1020 mg/dl, resulting in vomiting and customer "passed out". Cause of bg level was not known. Customer was transported via ambulance to the hospital where pump was removed and "an insulin drip" was administered. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.